Manufacturer narrative:
(B)(4). Approximate age of the device ¿ 8 months. It was reported that the pump would not be returned for evaluation; however, two photographs of the explanted, disassembled pump were submitted for review. A photo of the distal view of the inlet stator showed evidence of deposition in the space around the bearing cup; however, the characteristics of the deposition could not be determined based on the photo. A photo of the rotor showed a tissue-like thrombus formation around the inlet bearing ball. The deposition appeared laminated and the portion of the thrombus in contact with the bearing was darker in color, indicating potential denaturing. The thrombus likely formed around the bearing over an undetermined amount of time while the pump was supporting the patient. The deposition shown in the submitted photos would have potentially contributed to the reported elevated ldh. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had increasing lactate dehydrogenase (ldh) levels and was admitted to the hospital. The patient was treated with heparin and the ldh still increased. A pump exchange was performed on (B)(6) 2016 due to thrombus. Thrombus material was reportedly found inside the pump.